Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0791, awareness date 27-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent birth control. Consumer reported that since 3 weeks after getting essure she started to experience severe cramping, sharp pelvic pains, excessive bleeding with periods, bacterail vaginosis, yeast infections, low iron, two periods a month, migraines, enlarged uterus, brai fog, insomnia, mood swings, depression, weight gain and severe bloating. To fix this, in (B)(6) 2015 she had a hysterectomy performed, that left nothing but her ovaries. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2012 and experienced sharp pelvic pain 3 weeks after getting essure amongst other non-serious events. In (B)(6) 2015, she was submitted to hysterectomy. Pelvic pain may occur during device therapy. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded as incident since surgical procedure to remove essure was reported. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2012 and experienced sharp pelvic pain 3 weeks after getting essure amongst other non-serious events. In (B)(6) 2015, she was submitted to hysterectomy. Pelvic pain may occur during device therapy. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded as incident since surgical procedure to remove essure was reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.